Manufacturer narrative:
A correlation between the device and the reported intracerebral hemorrhage could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 months. The event occurred at (B)(6). It was reported that the pump would not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2017, the patient vomited and a head CT revealed a 3.9 x 5.3 cm hematoma in the left brain. The patient¿s inr was 4.0 prior to the event, and there were no other clinically significant issues preceding the stroke. A left craniectomy and external ventricular drainage were performed. Massive bleeding occurred during clot evacuation, and the brain bleeding could not be controlled post-operatively. The patient subsequently expired on (B)(6) 2017 it was reported that the patient¿s outcome was not pump related. No additional information was provided.